Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged no delivery alarm/insulin flow blocked alarm, pump error 53 alarm and missing segments/partial display or yellow tint on the display found on (B)(6) 2021. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08725 inches. No missing segments/partial display or yellow tint on the display noted. No unexpected pump error 53 alarm noted during the testing. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. Pump error 53 alarm was recorded and found in the formatted history file on (B)(6) 2021 18:45:13.000. Pump error 53 alarm (linenumber = 24582 ; filenumber = 32216), suspected hw issue. There was "no" no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Missing segments/partial display or yellow tint on the display and no delivery alarm/insulin flow blocked alarm were not confirmed. Pump error 53 alarm was confirmed. Pump error 53 alarm, suspected hw issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the screen was slightly yellowish and did not delivered insulin even if it showed 0. Customer had received pump error alarm. There was a yellow tint on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.